Event description:
User received discrepant bicarbonate results for one pt sample. Initial result gave 47.0 mmol/l; repeat 29.2 mmol/l. Erroneous result was not reported. The field service representative determined the cause to be a problem with the degasser and replaced degasser and filter 4. Performance test were performed.